Event description:
Frequency: daily for 2 days every 4 weeks. Indication: polymyositis, organ involvement unspecified. Pt reported pump broke during infusion. Pt stated pump just would not come on. Home health rn replaced batteries and nothing happened. Pt confirmed infusion was completed on (B)(6) 2025 via gravity after pump failure. Pump serial number and expiration date are unknown as they were not provided. Pt did not miss a dose. Unknown if pt had an interruption to therapy. Unknown if pt experienced an adverse event due to pump malfunction. The pharmacy did replace the pump. Pump is available for return. Unknown if md is aware. No additional information available.